Event description:
It was reported that there was pain at the implantable neurostimulator (ins) site. It was device or therapy related and possibly related to the implant procedure. Diagnostics included examination/palpation with end results of well healed on (B)(6) 2006. The device was surgically repositioned, it was moved from the right buttocks to right lower quadrant on (B)(6) 2006. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377860, lot # v002107, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type lead; product ID 377860, lot # v002107, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type lead. (B)(4).